Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. Symptoms included no clinical effects. Outcomes included no impact on health status and no medical intervention. Investigation included guided troubleshooting and education, including toggling the dexcom g6/g7 setting and restarting the ilet, with instruction to allow time for sensor pairing. Investigation of this case revealed a temporary communication disruption between the ilet and the cgm transmitter that was addressed through standard reconnection steps, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and routine bluetooth reconnection behavior.